Manufacturer narrative:
The event was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The technician confirmed through visual inspection that the trigger assembly was affected by corrosion.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was stuck in the "run" position. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was stuck in the "run" position. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.